Event description:
It was reported that an ilet pump¿s body and display were cracked and the touchscreen became unresponsive, and a replacement device was provided. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included review of the reported damage and device function as described by the user. Investigation of this case revealed physical damage to the pump enclosure and display consistent with a broken or delaminated screen leading to loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.